Event description:
A us distributor reported that a monitor displayed a service code 107, 108, 111, 205, and abnormal shutdowns.

Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (service code 107 108,111,205 and ,abnormal shutdowns) was confirmed. The root cause was a defective u100 and u101 on the ca board. The root cause for the defective components could not be positively identified. There was no adverse event that resulted from the damaged monitor.